Event description:
Complainant alleged that the clinicians were administering one 300 joule shock to a pt with unclipped/shaved thick matted chest hair. When the energy was delivered to the pt, the clinicians observed an arc and a popping sound was heard. Pt CPR was performed throughout pt treatment. The clinicians continued to defibrillate the pt using the same electrodes. The pt heart rate was not converted, and the clinicians switched to the device paddles. The clinicians then applied a fresh set of pads to the pt, and paced the pt, but they were unable to capture the pt's heart rhythm. The pt subseqeuntly expired, but the complainant indicated that the pt outcome was not as a result of the reported malfunction. Although the complainant did not indicate that chest compressions were performed over the pads during CPR, there is a possibility that there may have been compressions performed over the pads. Performing chest compressions on the pads may cause damage to the electrodes. Please reference to attached copy of the stat pads multi-function electrode package insert, which warns the user: "do not conduct chest compressions through the pads. Doing so may cause damage to the pads that could lead to the possibility of arcing and skin burns." In addition, the attached copy of the package insert warns the user: "excessive hair can inhibit good coupling (contact), which can lead to the possibility of arcing and skin burns. Clip excess hair prior to pad application."